Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, lot# j11197r23, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that hcp (health care provider) was updating the pump to a priming bolus and noticed that the empty pump and low reservoir volume alarm had occurred. It was determined that the hcp had changed the reservoir volume prior to the programming and then had changed it back to the current volume because they were not doing a refill. The hcp then changed the reservoir volume to 40 ml, updated the pump, and then immediately change it back to the current volume of 7 ml and updated again. This resolved the issue. The patient had no symptoms related to the event. The device system was delivering gablofen.